Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as pressure lesions under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s rehab facility¿s wound care team has been dressing and caring for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.